Event description:
Catheter functioned without problem for about 8 days before leakage occurred. Distal portion of the cathater was missing. It was reported that the patient had taken out a small plastic part of the catheter. The patient experienced no adverse effects from this event.